Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the bent screws occurred as a result of a punching event postoperatively. The occurrences of bent screws occurred in patients whose initial injury also occurred via a punching mechanism. Related reports: 3025141-2024-00040, 3025141-2024-00041, 3025141-2024-00042, 3025141-2024-00044, 3025141-2024-00045, 3025141-2024-00046, 3025141-2024-00047, 3025141-2024-00048, and 3025141-2024-00049.

Event description:
Report 4 of 10. In the article " outcomes and complications of intramedullary metacarpal fixation" by hoelscher, v.s., et al, the aim of the authors' study was to report observed outcomes and complications of intramedullary metacarpal fixation for metacarpal fractures using the exsomed innate metacarpal nail. The authors performed a retrospective chart review of 37 patients with 44 metacarpals treated with the exsomed innate between july 2020 and december 2021 by a single fellowship-trained hand surgeon at a single level 1 trauma center. Variables recorded included both patient and injury demographics, surgical complications, and postoperative outcomes. The authors also measured metacarpal isthmus diameter of the second to fifth metacarpals on all patients to determine the intramedullary canal diameter to assist in implant size selection. Ultimately, 37 patients with 44 metacarpal fractures met the inclusion criteria. Thirty patients were men and 7 were women. The average patient age was 30.9 years. There were 22 active tobacco users. The fourth metacarpal was the most commonly fractured metacarpal. No patient was immobilized postoperatively; however, patients are instructed to remain non- weightbearing and to avoid lifting or grasping for 4 weeks after surgery. A total of 10 complications (5 major, 5 minor) were identified. Major complications included: - 4 bent screws which occurred as a result of a punching event postoperatively. All 4 bent screws occurred in patients whose initial injury also occurred via a punching mechanism, and -1 loss of reduction. Minor complications reported included: -3 instances of stiffness and -2 instances of extensor lag.